Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a power loss alarm. Customer stated they had failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and active current measurement. However, the insulin pump failed the sleep current measurement due to moisture damage on the electronic assembly. (B)(4).